Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was having highs and over compensated. The customer was at 107 m/dl at the time of the call. The customer was given intravenous glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer states the paramedics may have damaged the pump as it has damage to the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. The insulin pump was received with cracked reservoir tube lip, cracked case at reservoir tube window corners, cracked reservoir tube window, broken battery tube threads, cracked belt clip slot and minor scratches on lcd window. The insulin pump was received with corroded battery tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.